Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a atrioventricular nodal reentrant tachycardia (avnrt) with an optrell mapping catheter and during the case the hist catheter got stuck in between the splines of the optrell catheter. When the physician moved the optrell into the sheath it "tugged" the his catheter along with it and then both catheters got wedged into the sheath. The physician was able to use fluoro to remove the catheters from the body. The physician had to use scissors to cut the handle of the his catheter in part of the process to remove it from the body. The physician and scrub tech were successful in dislodging the catheters from each other, and in dislodging the catheters safely. The procedure was completed. No patient consequences were reported.

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, no UDI was provided without an explanation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Multiple attempts were made to reporter to obtain product details, however the product details were unable to be obtained. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).